Event description:
It was reported that a freestyle libre 3 plus sensor paired with an ilet pump and the user¿s phone experienced intermittent signal loss, after which glucose readings resumed and displayed 147, indicating a transient connectivity issue. Symptoms included no reported clinical effects. Outcomes included no functional limitation, no medical intervention, and no hospitalization. Investigation included customer interview, device-use history review, and troubleshooting and education on signal integrity and app/pump connectivity. Investigation of this case revealed normal device performance after reconnection, with the issue consistent with temporary communication loss rather than sensor failure. It was concluded that the event was attributable to intermittent connectivity and did not represent a device malfunction.